Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the touchscreen had sensitivity issues and was slow to respond to touch-- the issue was resolved after the hospital equipment department calibrated the touchscreen. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during testing, the touchscreen was not working as intended. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Investigation is ongoing